Event description:
Revision surgery - the pt's tibial insert was replaced.

Manufacturer narrative:
The reason for this revision surgery was to remedy a worn poly insert after 1.7 years of patient use. There is no information in this complaint about any patient injuries, activities, accidents, or medical contraindications that may have contributed to the revision surgery. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history shows this is the 12th complaint for this part number: three due to infection, three for stability/poor joint issues, two due to pain, one due to wear, one had damaged threads, and one other. This is the first complaint for this lot number. The root cause for the worn poly was not determined with confidence. There is no information reported that showed a material, design, or manufacturing problem with the product.